Event description:
Information was received via the (B)(6) data base that this patient had congestive heart failure which resolved with treatment. The patient presented to the ER with complaints of increasing shortness of breath and was treated with albuterol, atrovent inhaler treatments and furosemide 40mg with some relief. The patient was admitted for congestive heart failure and the following day was started on furosemide 80mg IV twice a day and hydralazine 25mg three times a day for afterload reduction. Echocardiogram revealed right ventricular hypokinesis, diastolic dysfunction and elevated pulmonary artery pressure. The hydralazine was increased to 37.5 mg three times a day. She had a good response to diureses and after-load reduction medication with furosemide changed to 40mg twice a day by mouth and was discharged home nine days after admission.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was presented to the emergency room with complaints of increasing shortness of breath. The patient was then admitted to hospital on the (B)(6) 2014 for congestive heart failure. An echo revealed rv dysfunction and volume overload and a chest x-ray showed mild pulmonary edema. The patient was given medication therapy. There was a positive response to diuresis and after-load reduction medication, and was discharged home. The device will not be returned as it remains implanted. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Worsening heart failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.